Event description:
It was reported that particles were observed in two (2) all-in-one containers. The particles were further described as ¿plastic fluff¿. This was observed while filling the bags with nutrition solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the two (2) actual samples were received for evaluation with an unknown yellow liquid in one and an unknown clear liquid inside the other. Visual inspection was performed which revealed the product did not meet specifications related to the reported condition. Filtration of the particles contained in the samples. The analyzes carried out on the sample that presented particles in the body of the bag showed that the particle did not coincide with any of the materials used to manufacture the eva bag, as reflected in the amplified image in the stereoscope. Additionally, the particles found in the samples were compared and no similarities were found with the particle album. The characterized particles do not correspond to the process or manufacture of the bag within the plant. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.